Event description:
The hcp reported the pt was experiencing increasing discomfort and itching for a couple of days. The pt presented to the emergency dept with severe spasms and itching. The pt was treated with a dose of intrathecal baclofen. The medication was removed from the pump and the pump was refilled with new medication. Oral bactrim was given along with IV ativan and analgesics. An MRI and plain films for catheter placment were done as well as fluoroscopy of the pump with myelogram. No results were reported. The pump was explanted and replaced. The pt recovered without sequela or complications and the symptoms significantly improved.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.